Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reported misidentifications. Customer said it is not panel related. Emailing for additional details, and customer will provide spreadsheet of results. Emailing instructions to save binary files. Discrepant results sent out for ID. Customer does not believe any results were reported in error. Customer said incident date goes back to april. ID not matching.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system that there was misidentification. The following information was provided by the initial reporter: customer reported misidentifications. Customer said it is not panel related. Emailing for additional details, and customer will provide spreadsheet of results. Emailing instructions to save binary files. Discrepant results sent out for ID. Customer does not believe any results were reported in error. Customer said incident date goes back to april. ID not matching.

Manufacturer narrative:
Investigation summary: "a results failure was reported on a phoenix m50 instrument. The customer reported misidentifications on their instrument. A field service engineer (fse) arrived onsite to troubleshoot the instrument. The fse performed maintenance on the instrument with no issues, collected log files, performed a light source adjustment, ran a cv test, filter panel test and found all results to be within specification. The instrument was returned to the customer in working order. Technical service followed up with the customer and confirmed the instrument was functioning as expected and reported that the log file review revealed no issues. The root cause of the failure is not known. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of (B)(6) 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."